Event description:
In 2004, it was reported that the top module of the dual drive console (ddc) was losing vacuum when supporting a bi ventricular assist (bivad) pt. When the unit was set up on the occluders, the readings were stable. When the driver was connected to the pt the vacuum readings fluctuate between -10 and -80. The pt was switched over to a portable driver for support and technical service was contacted.